Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was manipulated with stylets and the coil became bent which rendered the lead difficult to place in the desired location. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.